Event description:
It was reported that the fiber broke, and light leakage occurred. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was broken. The reported allegation was confirmed. The metal cap exhibited severe charred detritus adhesion on surface indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. A forward firing test was conducted and identified that the rate of forward firing is below the 10% threshold for potential patient harm. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that the tip of the fiber broke off when the user buried the tip into tissue, which was also the cause of the level of detritus observed during analysis. The device instructions for use (IFU) instructs to not retract, dissect, or probe tissue with the tip of the fiber, damage may occur to the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified broken glass tip.

Event description:
It was reported that the fiber broke, and light leakage occurred. The procedure was completed with another device. There were no patient complications.